Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter displayed contact force when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, and a loss of force data during the procedure. In addition, a gouge in the shaft material between electrodes 1 and 2 was noted, consistent with the fluid ingress seen under the shaft material between electrodes 1 and 2, loss of force data during the procedure and failed shaft leak test. The cause of the detached pi tubing was determined to be insufficient adhesive application. The cause of the gouge in the shaft material remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.